Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no impact to customer¿s blood glucose.